Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified and tortuous circumflex artery. A 2.50 x 8 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during procedure, the stent strut got deformed at the proximal level and was removed through the guide catheter. No patient complications were reported and the patient's status was stable.